Manufacturer narrative:
The patient's weight was corrected based on additional information. The patient is (B)(6). An event regarding pain and instability involving a triathlon insert was reported. The reported instability could not be confirmed, however, the pain was confirmed. Review of the provided medical records by a clinical consultant indicated the reported pain is caused by peripheral neuropathy. The reported instability could not be confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that the reported pain is caused by peripheral neuropathy, or pain due to nerve damage. However, the reported instability could not be confirmed. There is no indication in the provided information or medical records that this event is device related. The following products are included in this report and are included in the investigation: catalog #: 5521-b-600; tri ts baseplate size 6; lot: fpwo catalog #: 5515-f-601; triathlon ps fem component, cemented; lot: ebsp catalog #: 5537-g-613; no 6. Triathlon ts plus tibial insert x3 poly 13mm; lot: mkhwth

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
It was reported that: patient states pain. Knee bends backwards to far.

Event description:
It was reported that: patient states pain. Knee bends backwards to far.